Manufacturer narrative:
The performance of the device under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a rubbed through insulation in the distal part of the lead. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this lead exhibited high thresholds. There was a recent device check, where the thresholds were lowered, and ever since, the patient has felt fatigued. At the most recent device check, thresholds were noted to be high, and the programming was changed back to what it was previously. The patient feels better now. To date, there have been no adverse patient effects reported. The implant and event dates were not provided.